Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a severely calcified and severely tortuous mid right coronary artery (rca). A 3.00x20mm promus element plus drug-eluting stent was selected and advanced but failed to cross the target lesion. It was noted that the stent got flared. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).